Event description:
It was reported that the surgeon inserted a competitor's lens using a msi-tf injector for the first time, and the haptic was torn during insertion. The incision was enlarged to removed the lens and a suture closed the wound. The reporter stated the incident was due to lack of viscoclastic.